Event description:
The customer reported that the image quality of the cinema images produced was degraded to a point in which they were not usable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The image processor printed circuit board and the ps1 power supply was replaced. The system was tested and found to be working as intended and put back into service.